Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's basal rate settings were set too high causing the customer's blood glucose to decrease to 52 mg/dl. Bg was addressed with the customer consuming orange juice and half a peanut butter sandwich. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 165 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.